Event description:
The manufacturer received information alleging patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.